Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to tibial implant subsidence. The patient has severe rheumatoid arthritis and the physician believes the stiffness in the patient's foot and hindfoot has made for greater stress across the implant.

Manufacturer narrative:
The reported event could be confirmed, based on assessment by medical expert. The device inspection was not possible as the product was no returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available CT scans medical expert opined that - in the CT scan the reported consecutive subsidence of the implant can not be comprehended. There is neither clear radiolucence not cysts in the talus as well as in the tibia. Obviously, the subsidence was detected by consecutive x-ray. The underlying cause seems to be patient related. The poor bone substance may have led to the failure and the rheumatoid arthritis has also contributed to this. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. The poor bone substance may have led to the failure and the rheumatoid arthritis has also contributed to the failure. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to tibial implant subsidence. The patient has severe rheumatoid arthritis and the physician believes the stiffness in the patient's foot and hindfoot has made for greater stress across the implant.